Event description:
It has been reported by a registered nurse in the gi lab at (B) (6) that during the removal of the peg, the bumper was missing. The doctor scoped the patient to retrieve the bumper. The mic-key was placed successfully. The nurse reported that the patient was released to go home. There were no reports of serious injury or death as a result of the product problem. Kimberly-clark has no independent knowledge of the event reported but is relaying the info that was provided by the user facility where the incident occurred. This product incident is documented in the kimberly-clark complaint database (B) (4).

Manufacturer narrative:
The incident sample has not yet been received. Investigation is in-process. A supplemental report will be submitted upon receipt of additional relevant information. Information from this incident will be included in our product complaint & MDR trend reporting systems. Ongoing analysis of trend information is used to identify the need for additional investigations.